Event description:
Consumer reports getting very erratic readings 930, 250, 304 - all within minutes). Analysis run on clark error grid using mean average reading (195) as ref. Point vs. Bd readings 30 yielded data points in the e range of the grid, outside of acceptable limits.